Event description:
It was reported that the device reached elective replacement indicator (eri) earlier than expected. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model 0157 implantable tachy lead, implanted (B)(6) 2003; model 4086 implantable pacing lead, implanted (B)(6) 2003, model 4513 implantable pacing lead, implanted, (B)(6) 2003. (B)(4).

Manufacturer narrative:
Product event summary the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.